Event description:
Dome failed to fully expand and remained in a spindle formation. Filter appeared stationary, no clots present during uneventful placement in normal size cava. User called back on 1/29/98 to confirm that migration had not occurred and filter appeared to have opened up more. No add'l procedures have been scheduled. The interim spindle formation has been determined to have no adverse affect and is described in the IFU.